Event description:
Attorney reported: (B)(6) 2005 - pt underwent recurrent incisional hernia repair with a ventralex mesh. Due to the defective nature of this product, the pt underwent add'l hernia procedure. The pt has suffered and continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the currently available info, it is unk whether the device may have caused or contributed to the reported event. Additionally, the device has not been returned for eval. No conclusion can be drawn at this time.